Manufacturer narrative:
The device was not returned to olympus for inspection. An olympus field service engineer was dispatched to the customer's site. Based on the results of the investigation, the most probable cause is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the water filter of the endoscope reprocessor was out of date range for filter change. There was no patient involvement.